Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the ccd driver pcb fluid damage, the lg cable connector fluid damage, the light guide cable buckled, the light guide cable for control body buckled, the light guide cable for prong buckled, the lg cable connector corroded, the insertion flexible tube (ift) crushed, the bending rubber leak, the remote control button(1) cut, the remote control button(2) cut, the remote control button(3) cut, the remote control button(4) cut, the light guide fiber bundle (lcb) defective, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.